Event description:
It was reported, the 150 series scope was not working and produced no image when connected to the video system center. The issue occurred during receipt inspection. There was not a procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found that the gif-h170 scope was not working and had an intermittent image with 150 series scope because of small pieces of packing material (polystyrene) was stuck inside the receptacle of the device. After removing it the unit is working ok as per olympus standard. Should additional relevant information become available, a supplemental report will be submitted. Establishment address (e1): (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the " no image with 150 series scopes" malfunction would likely be related to a communication error with the scope due to adhesion of foreign material the receptacle of the device. Olympus will continue to monitor field performance for this device.